Event description:
It was reported that due to a malfunction of a least one cic, the network traffic increased and caused drop out on bedside monitors ranging from seconds to mins. The entire system was affected by this problem and monitoring was disrupted at that time. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issues when the investigation has been completed